Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell. The home patient (hp) stated when the hc alarmed se 2240, she disconnected and turned the hc off. The baxter technical service representative (tsr) explained se 2240 indicates a large amount of air entered the cassette. The tsr asked the hp to recycle power and the hp stated she is not in the room. The hp stated she turned the hc off because her spouse is sleeping and she does not want to turn the hc back on. The tsr advised the hp she will need to start over with supplies or use manual supplies to complete therapy. The hp stated she is ending therapy for the night. The tsr advised the hp to inform the peritoneal dialysis nurse of the se 2240. The hp discarded the sample. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.